Manufacturer narrative:
The returned device analysis did not confirm the reported difficult gripper actuation, as both grippers actuated as intended without any issue. Additionally, the returned device analysis did not confirm the reported clip opening. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. All available information was investigated and a cause for the reported difficult gripper actuation and the clip opening cannot be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that during preparation, the grippers were attempted to be lowered simultaneously, however, they did not lower evenly. Troubleshooting was performed, but during troubleshooting, the clip was attempted to be locked, but failed to open while establishing final arm angle (efaa). This occurred four separate times. Therefore, the clip delivery system (cds) was not used, and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.